Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose level is high which is over 600 mg/dl. Customer stated has another bent cannula and needs to report it. Customer stated has another bent cannula. Troubleshooting assisted for bent cannula. Customer reported that the infusion set cannula bent. When customer woke up and blood glucose was over 600 mg/dl. Customer indicated they understood the return policy. Customer replaced the infusion set and sending canister, envelope for return of set. Customer is using the quickset. Customer stated that blood glucose was over 600 mg/dl and she gave a shot with insulin. Troubleshooting was offered for high and customer declined. The insulin pump will not be returned for analysis.